Manufacturer narrative:
Concomitant medical products: enlw1613c124e stent graft implanted: (B)(6) 2012. Enbf2516c166e stent graft implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for impedance changes, sensing integrity counter (sic), and non-sustained ventricular tachycardia. In addition, the rv lead exhibited high threshold and noise. The rv lead appeared to be dislodged into the right atrium due to twiddler¿s syndrome. The rv lead had multiple twists when the pocket was opened. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.